Manufacturer narrative:
This is a duplicate MDR of MFR report #3006630150-2013-02046.

Event description:
A report was received that the patient was receiving stimulation in non-target area. X-ray was taken and confirmed that the lead extension was fractured. The patient underwent a lead revision procedure wherein the lead extension was explanted. The patient was doing well post-operatively.

Event description:
A report was received that the patient was receiving stimulation in non-target area. X-ray was taken and confirmed that the lead extension was fractured. The patient underwent a lead revision procedure wherein the lead extension was explanted. The patient was doing well post-operatively.